Manufacturer narrative:
Marked other for infection reported. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the there was a possible infection at the incisions. The patient called stating that they had a fever, chills and swelling/warmth at the ins incision. The patient stated they had not had any issues since implantation and that these symptoms just started 2-3 days ago. The patient stated that they also spoke with a healthcare professional (hcp) who told them to go to the ER. The rep followed up with the patient after they were discharged from the ER and stated that they did labs and a CT scan and that the ER doctor stated all tests were ¿unremarkable.¿ they discharged the patient and told the patient to just take tylenol/ibuprofen for the fever. The rep spoke with the patient the next day and they stated that they thought that the swelling was ¿spreading¿ towards their spine, and that they believed they had yellow drainage from the ins incision. The patient denied incisions being open. The rep noted that the patient had the ins off for 2 days and they told the patient not to charge the ins. The patient saw the hcp on (B)(6) 2018 for follow up, and the hcp ruled that the ins site was indeed infected. On (B)(6) 2019, the hcp removed/cut the leads and the ins was removed. It was noted that there was a small pinhole seeping from ins. The rep noted that the hcp did not give the devices to them but said they would send them back to the manufacturer when they were complete with pathology. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot#/serial#: (B)(6), product type: lead. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot#: unknown, product type accessory. Product ID: 977a260, lot#/serial#: (B)(6), product type: lead. H3: the ins was not analyzed due to a non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.